Event description:
It was reported that the patient was experiencing inadequate stimulation. Imaging revealed that the paddle lead was out of the epidural space. The physician moved the leads back and the patient was doing well postoperatively.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.